Event description:
A 2.5 mm diameter x 12 mm length micro driver rx coronary stent delivery system was inserted into a patient for the treatment of a dissection in the lad. Lesion morphology was non-tortuous with little calcification and 75% stenosis. The lesion was pre-dilated. It was reported that the physician inserted another manufacturer's stent and successfully deployed the stent at the lesion site. Ivus study was performed and a dissection was noted. The physician inserted the micro driver sds to treat the dissection; however, the stent caught on the proximal edge of the deployed stent. The physician attempted to remove the stent delivery system; upon removal the stent dislodged. The stent was located in the left circumflex and was snared. No further intervention was performed. The patient is fine. Please note that this device is distributed outside the united states; however, it is similar to the united states distributed product.

Manufacturer narrative:
Secondary intervention.